Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the device leaked at the screw that connects to the diet. The set had to be replaced several times, for a total of 6 sets, all the same lot number. The customer informed that it happened during preparation before connecting the set to the patients.